Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 2nd (middle): ifuse implant, p/n 7040-90, lot# i0a26, mfd. 06/26/14, expires 2019-06, UDI (B)(4). 3rd (inferior): fuse implant, p/n 7050-90, lot# i0919, mfd. 01/29/14, expires 2019-01, UDI (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2015 where three implants were placed. After a period of pain relief, the patient presented to a different surgeon with complaints of left side si joint pain. The new surgeon determined that two of the implants were too proud of the ilium. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the two proud implants and added new implants. The status of the patient following the revision surgery is not yet known.